Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 3 of 3. Reference MFR report: 1627487-2016-04821. Reference MFR report: 1627487-2016-04822. It was reported the patient was found dead at his home on (B)(6) 2016. The patient had recently undergone a scs cervical system implant on (B)(6) 2016, without complications. The patient was kept in the hospital approximately 23 hours for routine observation. He then went to a rehab facility for a couple of days. The patient did not indicate experiencing any problems. The cause of death is unknown and there are no other details available at this time. The physician stated the patient's death was not related to the implant surgery.